Manufacturer narrative:
(B)(4). Date of initial report: 06/21/2016. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a t+a procedure smoke was noticed coming from the electrode followed by a flare at the tip of the electrode resulting in a small burn to the patient's tongue. The degree of burn was not provided. The physician debrided the burn in the operating room (or). Another electrode was used to complete the procedure.

Manufacturer narrative:
(B)(4). The incident e2465b electrode was not returned to covidien for evaluation. However, the concomitant forcefxcs generator was returned. Testing found the generator to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.